Manufacturer narrative:
The device in question will be sent to maquet restatt for investigation. A supplemental-medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
A head error was reported. (B)(4).